Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.however, the insulin pump was received with cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they experienced high and low blood glucose. The customer's mother reported the insulin pump had a blank display. The customer's mother reported that they received a no delivery alarm. The customer's mother reported that the insulin pump was exposed to x-ray. The customer's mother reported that the screen was flashing. The customer's blood glucose was 408 mg/dl at the time of incident. The customer's mother stated that the insulin pump was not dropped, bumped nor exposed to moisture. The customer's mother stated that the battery compartment and spring were neither damaged nor corroded. The customer's mother stated that the battery cap was not missing or damaged. The customer's mother stated that the display returned after inserting a new battery. The customer's mother stated that the no delivery alarm was resolved by a complete set change. The insulin pump will be returned for analysis.